Event description:
Patient presented to the physician with persistent right side tongue pain since the implant procedure. Physician determined the patient had an allergic reaction to the inspire implant. Physician brought the patient into the or and removed the entire inspire system.